Manufacturer narrative:
(B)(4).

Event description:
It was reported that when disconnecting the extension from the device during a battery charge for normal depletion, the connector of the extension broke. The physician stated that he had to use more force than usual because of hard inelastic bodily tissue that surrounded the device.